Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d3, d4, d6b, g1, g2, h3, h4, h6.

Event description:
Patient reported right side "leaking". Healthcare professional later reported "no complaint against the device." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "leaking". The device remains implanted.